Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of image disappeared for a few seconds (no image) was confirmed. Based on the results of the investigation, it is presumed that the phenomenon was not caused by the subject device instead it was caused by the combined gif-xp290n (evis lucera elite gastrointestinal videoscope). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center was used, during a diagnostic examination procedure. And the image disappeared for a few seconds (no image). However, the device automatically recovered. And the intended procedure was completed using the same set of equipment. There were no reports of patient harm.